Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of duodenovideoscope, it was observed that there were pinholes on the glue on the light guide lens and objective lens. There was no patient involvement.